Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09078, 1627487-2019-09091. It was reported that post explant (reported under 1627487-2019-09068, 1627487-2019-09069, 1627487-2019-09070, 1627487-2019-09071, 1627487-2019-09072, 3006705815-2019-03032) patient developed peripheral hematoma at the lead site incision. As a result, physician cleaned out the incision site and issue was resolved.